Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 4 days prior to contacting lfs. The patient reported obtaining a reading of ¿206 mg/dl¿ on the subject meter. The patient reported using byetta to manage his diabetes. The patient reported for the ¿last couple of days¿ prior to contacting lfs he had less to eat or drink than usual. The patient reported a few minutes after the alleged issue occurred he developed symptoms of ¿disoriented, tired, clammy and sweaty.¿ the patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he had less to eat or drink than usual and developed symptoms suggestive of hypoglycemia.